Manufacturer narrative:
Device not returned

Event description:
It was reported that multiple cartridges did not fit on the pump. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose ranged from 353-354 mg/dl.